Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During routine surgery, operating room staff noticed that broach handles from three of the depuy synthes corail total hip instruments sets were loose and no longer functioned to lock onto the broach snugly and retain the broach as securely as is necessary to ensure safe and normal function. These items were discarded and replacement is required. No further information is available.